Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during surgery it was noted that there was less bss in the bag. After the surgery was completed, fluid was found under the equipment. There was no pt harm reported.